Manufacturer narrative:
The investigation for the access site bleed has been completed. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that following 5.5 implant, the patient experienced some oozing at their axillary access site. After removing the peel-away sheath, a pressure dressing and sandbag were put in place to treat the bleed. The patient was given an unspecified number of blood products and support continued with the implanted pump.